Event description:
It was reported that a tandem mobi cartridge alarm occurred while pumping. The customer's blood glucose level did not exceed 500 mg/dl and was not adversely affected. Technical support instructed the customer to remove the cartridge and deliver a 9-unit bolus, noting that the insulin on board would be affected. The record indicates that the serial number is listed for special replacement due to another issue.